Event description:
Additional information received from the physician/author stated: in case 1, the patient death was due to sepsis and the medtronic valve did not cause or contribute to death; for both cases, the medtronic valves did not cause or contribute to any of the non-death adverse events, no unique device identifier numbers were available, and the medtronic valves remained implanted. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Citation: romano et al. Silent threats of the heart: a case series and narrative review on suicide left ventricle post-aortic valve replacement in patients with dynamic lvot obstruction and aortic stenosis. J clin med. 2024 sep 19;13(18):5555. Doi: 10.3390/jcm13185555. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a case series on suicide left ventricle after aortic valve replacement in patients with dynamic left ventricular outflow tract (lvot) and aortic stenosis (as). Case 1: an 87-year-old female patient with severe aortic stenosis underwent implant of a medtronic 26-mm evolut pro+ bioprosthetic valve. During the implant procedure the patient experienced hypotension and complete atrioventricular block which required a temporary pacemaker. The patient also developed ventricular fibrillation which was successfully resolved with external defibrillation. Following the implant procedure, high trans-prosthetic gradients of 20 mmhg were observed, and aminergic support with norepinephrine, epinephrine, and dobutamine was required. A transesophageal echocardiography confirmed proper position of the aortic valve prosthesis with mild paravalvular regurgitation, and severe mitral regurgitation due to systolic anterior motion of the mitral valve¿s anterior leaflet. Extubation of the patient was not possible due to concomitant acute pulmonary edema and sepsis. Percutaneous correction of the mitral defect was considered but not performed due to patient fragility and high risk of futility. The patient died a few days later. The cause of death was not disclosed. Case 4: an 80-year-old male patient with severe aortic stenosis underwent implant of a medtronic 29-mm evolut pro+ bioprosthetic valve. Post-procedural transthoracic echocardiogram (tte) showed a residual lvot gradient of 65 mmhg. Due to the onset of a complete atrioventricular block a dual-chamber pacemaker was implanted. Then, a therapy of increasing doses of oral metoprolol up to 50 mg twice a day resulted in an improvement of symptoms. Post-procedural follow-ups noted the patient to be in good condition. No further information was provided pertaining to medtronic products.